Event description:
It was reported that the insulin pump was physically damaged. There was a crack seen on the motor and the drive support cap was sticking out. Customer reportedly pressed the cap while connected. Customer's blood glucose was 133 mg/dl. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.